Event description:
Bpm isn't working. Receives errors on the machine, but stated she didn't know what errors.

Event description:
Bpm isn't working. Receives errors on the machine, but stated she didn't know what errors.